Manufacturer narrative:
Correction made to describe event or problem.

Event description:
It was reported to boston scientific corporation on january 30, 2017 that a wallflex biliary rx uncovered stent was implanted on (B)(6) 2016 as part of the e7034 wallflex biliary pre-operative during neoadjuvant therapy registry clinical trial. The patient was enrolled into the clinical trial on (B)(6) 2016. On (B)(6) 2016, liver function tests were performed and reported the following: serum albumin: 2.5 g/dl; total bilirubin: 159.9 umol/l; alkaline phosphatase: 186 iu/l; and sgpt (alt): 85 iu/l. Baseline biliary symptoms reported dark urine, pale stools and jaundice. The patient¿s karnofsky score was 100. Imaging (CT and eus) and tissue diagnosis using fine needle aspiration (fna) was performed. An adenocarcinoma with a tumor size of 2.7 cm was noted in the head of the pancreas and the tumor is stage ii-a t3 n0 m0. On (B)(6) 2016, the patient underwent a stent placement procedure and the study stent was implanted in a satisfactory manner. On (B)(6) 2017, the patient experienced a serious adverse event of cholangitis associated with the wallflex biliary rx uncovered study stent and was hospitalized. On (B)(6) 2017, the patient underwent biliary reintervention and the study stent was noted to be occluded due to ingrowth. A new wallflex biliary uncovered stent was placed within the first stent and sludge removal was performed. The patient was discharged on (B)(6) 2017 and the cholangitis was noted to be resolved. There were no reported patient complications as a result of this event. **correction** the severity of the patient's cholangitis was moderate.

Manufacturer narrative:
(B)(4). (B)(6) registry clinical trial. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on january 30, 2017 that a wallflex biliary rx uncovered stent was implanted on (B)(6) 2016 as part of the (B)(6) registry clinical trial. The patient was enrolled into the clinical trial on (B)(6) 2016. On (B)(6) 2016, liver function tests were performed. Baseline biliary symptoms reported dark urine, pale stools and jaundice. The patient¿s karnofsky score was 100. Imaging (CT and eus) and tissue diagnosis using fine needle aspiration (fna) was performed. An adenocarcinoma with a tumor size of 2.7 cm was noted in the head of the pancreas and the tumor is stage ii-a t3 n0 m0. On (B)(6) 2016, the patient underwent a stent placement procedure and the study stent was implanted in a satisfactory manner. On (B)(6) 2017, the patient experienced a serious adverse event of cholangitis associated with the wallflex biliary rx uncovered study stent and was hospitalized. On (B)(6) 2017, the patient underwent biliary reintervention and the study stent was noted to be occluded due to ingrowth. A new wallflex biliary uncovered stent was placed within the first stent and sludge removal was performed. The patient was discharged on (B)(6) 2017 and the cholangitis was noted to be resolved. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Describe event or problem updated with the additional information received on june 7, 2017.

Event description:
It was reported to boston scientific corporation on january 30, 2017 that a wallflex biliary rx uncovered stent was implanted on (B)(6) 2016 as part of the e7034 wallflex biliary pre-operative during (B)(6) clinical trial. The patient was enrolled into the clinical trial on (B)(6) 2016. On (B)(6) 2016, liver function tests were performed. Baseline biliary symptoms reported dark urine, pale stools and jaundice. The patient¿s karnofsky score was 100. Imaging (CT and eus) and tissue diagnosis using fine needle aspiration (fna) was performed. An adenocarcinoma with a tumor size of 2.7 cm was noted in the head of the pancreas and the tumor is stage ii-a t3 n0 m0. On (B)(6) 2016, the patient underwent a stent placement procedure and the study stent was implanted in a satisfactory manner. On (B)(6) 2017, the patient experienced a serious adverse event of cholangitis associated with the wallflex biliary rx uncovered study stent and was hospitalized. On (B)(6) 2017, the patient underwent biliary reintervention and the study stent was noted to be occluded due to ingrowth. A new wallflex biliary uncovered stent was placed within the first stent and sludge removal was performed. The patient was discharged on (B)(6) 2017 and the cholangitis was noted to be resolved. There were no reported patient complications as a result of this event. **correction** the severity of the patient's cholangitis was moderate. **additional information received on june 7, 2017** the cholangitis was deemed to be related to the study stent. The stent occlusion was caused by sludge and tumor infiltration, and was noted through an endoscopic retrograde cholangiopancreatography (ercp) procedure during the biliary reintervention.